Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported failure to advance (septum) and hematoma were unable to be determined. The reported patient effect of hematoma, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a septal hematoma and administering of medication. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. There was resistance felt when attempt to pass the steerable guide catheter (sgc) through the septum. The sgc was removed from the septum and the physician intended to dilated the septum with a balloon. However, a hematoma was then observed in the septum that extended behind the right atrium. It was decided to abort the mitraclip procedure. Heparin was reversed and protamine was administered. The procedure ended with mr unchanged at grade 4. No further intervention was performed. No additional information was provided.